Event description:
Doctor implanted 2 mandibular distractors for a bilateral procedure. Three weeks post-op doctor felt the distractors were not working correctly. Surgery was performed and distractors were found to be broken. Distractors were removed and replaced with different style distractors. This is one of two reports for this incident, refer to 9610905-2008-00007.

Manufacturer narrative:
Distractor has been returned by the medical facility, and is being forwarded to the manufacture for evaluation.